Event description:
Reportedly, the device was explanted after an implant duration of approximately 1.17 months due to endocarditis, and replaced with a like device.

Manufacturer narrative:
No customer letter required. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event has been determined as reportable per edwards lifesciences procedures. Information was learned through investigation. The patient also had two other devices explanted. Additional information was provided through response from affiliate, and it was noted that this device was discarded. The device history record review is currently in process.

Event description:
Patient was implanted at l3 - l5 with click x construct; post operatively rods were noted to have slipped out of the lower screws. Patient was revised to all uss instrumentation. This is the second of two reports for this event.